Event description:
It was reported that on (B)(6) 2010, a xience prime stent was implanted in a proximal, right,coronary artery after pre-dilatation, approximately 32 months later, at a follow up visit, the patient complained of chest pains (angina) unrelated to activity radiates to the left arm and shortness of breath (dyspnea) with minimal activity. The patient was admitted to the hospital on (B)(6) 2012. The xience prime stent had 80-90% in-stent restenosis. A non-abbott drug eluting stent was implanted on the target vessel/target lesion with complete revascularization obtained. The symptoms resolved on (B)(6) 2012 and the patient was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea and restenosis, as listed in the spirit prime clinical trial, xience prime everolimus eluting coronary stent system instructions for use are known potential adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.